Manufacturer narrative:
The customer reported complaint for the autopusle platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during initial functional testing. The defective professor board was replaced to remedy the fault. Visual inspection was performed and a cracked front enclosure, damaged battery enclosure and top cover were observed. The autopulse platform is a reusable device was manufactured in 2009; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR". In addition, the load cell characterization test was performed and one of the load cell module was found defective, unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The physical damages observed were replaced. Deburring of the clutch plate was performed to remedy the sticky clutch and the load cell was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaints reported for autopulse platform sn (B)(4) displaying an error message "system error, out of service, revert to manual CPR" documented under ccr (B)(4). The technical cleared the error message was cleared through the use of ap vision 3 software and the platform passed all the final functional testing.

Event description:
The autopulse platform (sn: (B)(4)) displayed a "system error, out of service, revert to manual CPR" during a shift check. According to the reporter, the user replaced the lifeband and battery; however, the error message continued. There was no patient involvement.